Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-02582. It was reported during the patient's procedure to implant the scs system leads, while placing the epidural needle a cerebrospinal fluid leak occurred. The dr performed a blood patch while the patient was on the table, and the implant procedure was completed without further incident. The patient complained of a slight headache, but was advised to increase fluids and caffeine.